Event description:
It was reported that during the gastric bypass procedure, they heard a load sound come from the device and they received an error on the generator and they went to exchange the device for a new device and they could not disconnect the handpiece from the harmonic. They completed the procedure with another harmonic and handpiece. There were no patient consequences. The device and handpiece are available for return.

Manufacturer narrative:
(B)(4). Batch #: u95982. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received attached to a harh36 device. The handpiece was forcibly removed from the disposable. No functional testing could be performed due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect the remaining components. The moisture indicator was positive, the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to the crack in the handpiece nosecone. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is probable that the ingress of moisture affected handpiece functionality.